Event description:
It was reported that continuous glucose monitor displayed error message and customer contacted support about sensor issue. There was no reported impact to the customer¿s blood glucose level. Customer service provided step-by-step instructions to reset pump, caller completed reset with guidance, and error message did not appear again after reset; no additional issues were reported.